Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages) has been confirmed. As received, the belt unable to complete an ECG falloff test. Upon investigation of the electrode belt, there was an intermittent connection in the ECG c&d cable. The root cause for the intermittent connection in the ECG c&d cable could not be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel / replace belt messages.